Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the pt was switched from the power base unit (pbu) to the 14 volt lithium ion batteries the pt's system controller alarmed. The pt reported that she felt heaviness on her chest and "did not feel well". Per additional info, the pump stopped. The batteries were then exchanged with 12 volt sealed leaded acid batteries; however, the pump did not restart. The system controller was exchanged and the pt was placed back on the pbu and the pump restarted. The pt was then switched over to the new peripherals without incident. The pt remains ongoing with no further issues.